Event description:
A falsely depressed magnesium result was obtained on a patient sample. The result was not reported to the physician. The sample was re-run and a higher result was obtained and reported. Patient treatment was not altered or prescribed. There was no report of adverse health consequences as a result of the falsely depressed magnesium result.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely depressed magnesium result was an r1 mixer malfunction. The siemens healthcare diagnostics field service engineer (fse) dispatched to the account performed appropriate repairs to the r1 mixer module. The instrument is performing within specifications. No further evaluation of the device is required